Manufacturer narrative:
There is no indication or allegation of any system or component failure or malfunction. There is no lab testing available to the firm to confirm presence or type of infection. Infection and poor wound healing are known inherent risks of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper leg pain. Ultrasound imaging was used during the procedure to place the implantable pulse generator (ipg) in the lateral thigh and place the implanted leads targeting the lateral femoral cutaneous nerve. During a post op visit approximately 2 weeks after implant, the physician noted that the ipg incision site appeared infected. The patient was given oral antibiotics and referred to a wound care clinic. On (B)(6) 2024 a surgical procedure was performed to move the existing ipg away from a skin fold to allow for better healing. Patient continues to be followed by the implanting physician and wound care.